Event description:
Five days post carotid stenting, the patient suffered right-sided weakness and was diagnosed with a transient ischemic attack (tia) which was medically treated. An angiogram revealed in-stent thrombosis. The patient is a (B)(6) male who was enrolled in (B)(4) study. The patient has a medical history that includes stroke, hypertension, and coronary artery disease. The target lesion location was the left internal carotid artery (ica). The reference vessel diameter was 2.5 mm. The length of the lesion was 10mm. The rate of stenosis was 60%. There was no occlusion of the contralateral carotid. The geometry of the lesion was ulcerated. Calcification and tortuosity was mild. The lesion was pre-dilated and there was no dissection noted after pre-dilation. There was no thrombus noted at the target site. A 6fr angioguard was successfully deployed distal to the lesion in the target vessel and a precise stent was placed in the lesion. There was no malfunction of the stent and there were no adverse events related to the procedure. The angioguard was removed and there was no debris found in the basket after removal. The procedure was successfully completed and there was no reported injury to the patient. Seven days post-procedure the patient returned to the hospital with right-handed weakness. The symptoms started two days earlier. The patient was diagnosed with a tia. The next day a cerebral angiogram revealed in-stent thrombosis, requiring in-stent angioplasty and reopro IV bolus. The tia resolved with 24 hours. The patient currently is stable and neurologically intact.

Manufacturer narrative:
Please note that the event date was (B)(6) 2010, not (B)(6) 2010 as originally reported. Additional information will be forthcoming within 30 days upon receipt.

Event description:
The customer reported that they had a speaker failure. No pt was harmed as a result of this issue.

Manufacturer narrative:
The patient is a (B)(6) male who was enrolled in the (B)(6) study. The patient has a medical history that includes stroke, hypertension, and coronary artery disease. The target lesion location was the left internal carotid artery (ica). The reference vessel diameter was 2.5 mm. The length of the lesion was 10mm. The rate of stenosis was 60%. There was no occlusion of the contralateral carotid. The geometry of the lesion was ulcerated. Calcification and tortuosity was mild. The lesion was pre-dilated and there was no dissection noted after pre-dilation. There was no thrombus noted at the target site. A 6fr angioguard was successfully deployed distal to the lesion in the target vessel and a precise stent was placed in the lesion. There was no malfunction of the stent and there were no adverse events related to the procedure. The angioguard was removed and there was no debris found in the basket after removal. The procedure was successfully completed and there was no reported injury to the patient. Seven days post-procedure the patient returned to the hospital with right-handed weakness. The symptoms started two days earlier. The patient was diagnosed with a tia which was medically treated. The next day a cerebral angiogram revealed in-stent thrombosis, requiring in-stent angioplasty and reopro IV bolus. The tia resolved with 24 hours. The patient currently is stable and neurologically intact. Thrombosis is a known potential adverse event associated with stent implantation procedures and is listed in the IFU as such. The act of stent implantation produces intended damage to the intima of the vessel wall in order to remodel the wall and reestablish patency of the vessel. The disruption of the intimal layers triggers the immune system to heal the damaged areas, thus activating the clotting mechanism as well as the inflammatory response. The combination of inflammatory response and clotting cascade can lead to thrombus formation in side of the stent around the damaged areas. Tia is a well-known potential adverse event associated with the carotid stent implantation procedure. It is often associated with a temporary stoppage or slowing of blood flow to the cerebral arteries. The physical manipulation of the carotid arteries produces the risk of dislodgement of debris that may collect in the embolic protection device potentially disrupting perfusion. There is no evidence that manufacturing issues contributed to the events. Review of the information suggests that patient, vessel and procedural factors may have contributed to the reported events. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. Review of lot revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. Action taken: no corrective or preventive action will be taken, given that; with the information provided the reported failure does not appear to be related to the manufacturing process.

Manufacturer narrative:
The product is not available for evaluation and testing. Additional information will be submitted within 30 days upon receipt.

Manufacturer narrative:
The adjudication minutes received (B)(4) 2012, disagree with the previous diagnosis that the neurological events experienced by the patient after the index procedure and determined to be a tia was in fact adjudicated to be a cerebrovascular accident. This does not change the previous determination. As such, to better reflect the adjudication determination the current code of tia will be changed to "cerebrovascular accident" and will remain a reportable event. The patient is a (B)(6) male who was enrolled in the (B)(4) study. The patient has a medical history that includes stroke, hypertension, and coronary artery disease. The target lesion location was the left internal carotid artery (ica). The reference vessel diameter was 2.5 mm. The length of the lesion was 10mm. The rate of stenosis was 60%. There was no occlusion of the contralateral carotid. The geometry of the lesion was ulcerated. Calcification and tortuosity was mild. The lesion was pre-dilated and there was no dissection noted after pre-dilation. There was no thrombus noted at the target site. A 6fr angioguard was successfully deployed distal to the lesion in the target vessel and a precise stent was placed in the lesion. There was no malfunction of the stent and there were no adverse events related to the procedure. The angioguard was removed and there was no debris found in the basket after removal. The procedure was successfully completed and there was no reported injury to the patient. Seven days post-procedure the patient returned to the hospital with right-handed weakness. The symptoms started two days earlier. The patient was diagnosed with a tia which was medically treated. The next day a cerebral angiogram revealed in-stent thrombosis, requiring in-stent angioplasty and reopro IV bolus. The tia resolved with 24 hours. The patient currently is stable and neurologically intact. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. Review of lot revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. Action taken: no corrective or preventive action will be taken, given that; with the information provided the reported failure does not appear to be related to the manufacturing process. Thrombosis is a known potential adverse event associated with stent implantation procedures and is listed in the IFU as such. The act of stent implantation produces intended damage to the intima of the vessel wall in order to remodel the wall and reestablish patency of the vessel. The disruption of the intimal layers triggers the immune system to heal the damaged areas, thus activating the clotting mechanism as well as the inflammatory response. The combination of inflammatory response and clotting cascade can lead to thrombus formation in side of the stent around the damaged areas. Cerebrovascular accident is a well-known potential adverse event associated with the carotid stent implantation procedure. It is often associated with a stoppage or slowing of blood flow to the cerebral arteries. The physical manipulation of the carotid arteries produces the risk of dislodgement of debris that may collect in the embolic protection device potentially disrupting perfusion. There is no evidence that manufacturing issues contributed to the events. Review of the information suggests that patient, vessel and procedural factors may have contributed to the reported events.

Manufacturer narrative:
The adjudication minutes received disagree with the previous diagnosis that the neurological events experienced by the patient after the index procedure and determined to be a tia was in fact adjudicated to be a cerebrovascular accident. As such, to better reflect the adjudication determination the current code of tia will be changed to "cerebrovascular accident" and will remain a reportable event. The product was not returned for evaluation and testing. Additional information will be forthcoming within 30 days upon receipt.